Event description:
Pt underwent peripheral interventional procedure on (B)(6) 2013. Pt was anticoagulated with 300u plavix and 7000u heparin. A vascade 6/7f vcs device was used for closure. Tech deployed, perfect execution. After collagen sponge was peeled off of wire per normal procedure, the pt's leg jumped and arterial bleeding started from groin puncture site. Pt had twitching leg syndrome. Pt's leg moved after the time the collagen was stripped off of the wire and prior to the application of light compression at the groin site. A 6cm x 6cm hematoma was noticed during manual pressure. The hematoma was compressed out during the manual compression time. As the collagen was confirmed not to be on wire after device removal, the physician suspected the collagen implanted in the tissue tract, but may have migrated proximally within the tissue tract off of the arteriotomy when the pt's leg moved. Pressure was held for 32 min. When pt arrived to recovery area a femstop was placed due to the pt's twitching leg syndrome. Femstop was placed at 80 mmhg for 1 hour, and then left in place for remainder of 6 hour bed rest at 0 mmhg for support. Pt was also diabetic. Due to the arterial bleeding and hematoma during closure as well as post-procedure lab results showing a drop in hemoglobin adn hematocrit (h&h), the cardiologist followed up after the 6 hour bedrest with ultrasound. A pseudoaneurysm (psa) was detected. Thrombin injection with ultrasound were attempted to resolve doing well after surgery.

Manufacturer narrative:
The device was not returned for physical investigation. A review of the DHR (lot 580i130513ar) indicated that the device lot met all established performance criteria prior to shipment. Per the initial report, the cardiva vascade 6/7f device performed per specs. Pt movement due to twitching leg syndrome immediately following collagen deployment could have caused proximal displacement of the collagen in the tissue tract possibly contributing to both the arterial bleeding and the hematoma observed post-deployment. These were resolved by manual compression during closure procedure and use of femstop as a mitigation against the twitching leg syndrome during recovery bedrest. Following the 6 hour bedrest, a pseudoaneurysm was detected by ultrasound. It was not able to be resolved with nonsurgical means. Surgery was performed to resolve the pseudoaneurysm with no further complications reported. Conclusion: the arterial bleeding and hematoma possibly caused by pt movement during collagen placement were resolved during the closure procedure by manual compression. The vascade vcs IFU lists pseudoaneurysms as a known complication of endovascular procedures. Pseudoaneurysm may occur after arterial puncture for a diagnostic or interventional endovascular procedures. Anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. The pt was reported to be "doing well after surgery". No other complications reported.